Event description:
A surgeon reported during an intraocular lens (iol) implant surgery, the lens popped out of the delivery system causing a posterior chamber rupture. In a follow up, the surgeon reported a vitrectomy was performed and myodesopsia was caused by vitreous clouding. The symptoms are continuing, the lens remains implanted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an unapproved viscoelastic was used. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(6) 2014. (B)(4).